Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions about the reported event without the instrument to examine and insufficient event/product information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Instrument broken mid op.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy synthes has been informed that the catalog number and lot number is not available.